Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented to the hospital for a scheduled valve replacement procedure. During the procedure, the patient had to be externally defibrillated and ten seconds after the pulse generator exhibited a loss of output. Soon afterwards the output support resumed; the device was then interrogated after the procedure and normal device function was noted. The patient was in stable condition post surgery and would continue to be monitored.